Manufacturer narrative:
Through follow-up with user facility personnel, a steris account manager learned that during the time of the reported event there was liquid within the bag that holds the sterilant cup. The employee removed the cup from the bag without wearing the appropriate ppe, specifically gloves, and subsequently made contact with the liquid resulting in the reported event. The vaprox hc sterilant safety data sheet states (4), "hand protection: wear protective gloves". The vaprox hc sterilant cup bag states "warning wear chemical resistant gloves prior to opening sealed bag." There have been no complaints associated with this lot. A steris account manager performed in-service training on the importance of wearing proper ppe, specifically gloves while handling vaprox sterilant. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while handling a cup of vaprox sterilant. The employee rinsed their hands with water and sought medical treatment; the user facility did not disclose if medical treatment was administered.